Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and low blood glucose level. The customer¿s low blood glucose value was 36 mg/dl and high blood glucose level was 280 mg/dl. The customer also experienced other blood glucose level was 31 mg/dl. The customer treated for low blood glucose level with carbohydrates and for high blood glucose level with insulin pump. Troubleshooting was declined for high blood glucose and low blood glucose. The insulin pump will not be returned for analysis.